Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully latched messages which were experienced during eval. They were caused by an out of adjustment door hook. The door hooks were adjusted to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.